Event description:
It was reported that the clinician reached out to technical services (ts) for review and consultation of the presenting electrogram (egm) with atrial tachycardia response (atr) episodes. Upon review, it was determined there were atrial markers observed as a result of oversensing far-field signals due to right ventricular (rv) pacing. Leading inappropriate atrs. Reprogramming options were recommended. At this time, this pacemaker system remains in service and there was no adverse patient effects reported.